Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the fill port cap of a small volume folfusor was damaged. The damaged fill port cap was discovered during filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One single-use device was received for evaluation. Visual inspection revealed a crack on the fillport. No evidence of damage was observed on the fillport cap. Since the issue was reported to have been observed during fill, the exact cause of the crack could not be determined. A likely cause would be excess force applied directly onto the fillport during fill causing the fillport to crack. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.